Event description:
The customer's mother reported via phone call that the customer was receiving no delivery alarms. Customer changed the infusion set but the issue was not resolved until the reservoir was changed. Customer's blood glucose was in the low 200's mg/dl when they received a no delivery alarm at school. Customer's blood glucose was over 530 mg/dl when their mother arrived at school. Customer's mother reported that the alarm was resolved by a complete set change. Customer was advised to do a complete set change as soon as possible. Customer's mother stated that they went through 4 infusion sets and 2 reservoirs. Customer would like to return the set and reservoir for analysis. Customer's mother reported that the alarm did not occur during manual prime. Customer was not able to troubleshoot at the time of the call and they were unable to determine the cause of the issue. Infusion sets and reservoirs will be replaced.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.